Event description:
Following surgery, it was realized that the wrong power intraocular lens (iol) had been used. The pt was brought back to surgery later the same day and a lens exchange was performed. Enlargement of the incision was required to accommodate removal and replacement of the lens and stitches were used after the second lens was implanted.